Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the high-voltage right ventricular (rv) lead had previously exhibited a "lead failure," and the clinicians chose to switch the rv lead and left ventricular (lv) lead ports, therefore, the rv lead was connected to the lv port and the lv lead was connected to the rv port. A lv lead impedance warning then triggered, indicating a zero ohms impedance reading from the rv lead. In addition, a high rv lead threshold was observed a month prior to the impedance warning. High rv impedance was also noted and a rv lead fracture was suspected; the rv lead was later capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, which indicated the rv lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. The setscrew marks on the connector pin were too proximal. If information is provided in the future, a supplemental report will be issued.